Event description:
It was reported that this patient had a previously implanted left ventricular assist device implanted and then their sicd system was oversensing some noisy signals as well as some undersensing of smaller amplitudes. It was recently confirmed that the device was subsequently deactivated at this time to prevent a possible inappropriate shock. The physician planned on re-evaluating this system at a later date. No adverse events were reported.